Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose past 3 days was in 300-450 mg/dl range and up to 500 mg/dl, after bolus and after bolus and changing temp basal twice times and blood glucose came down one time to 100 mg/dl then goes back up to 300 mg/dl. The customer's had low blood glucose and value was 47 mg/dl which treated with dextrose tablet and next morning it was 338 mg/dl. The customer reported that the insulin exited at the qr and drive support cap was normal. The customer treated high blood glucose with bolus with the insulin pump and syringe. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.